Event description:
It was reported that a display issue occurred with the pump screen being completely black, though the pump responded to user input, indicating it was not shut down. There was no reported impact on the customer's blood glucose level at the time of the event. The customer was informed that the pump needed replacement and was guided to return the malfunctioning pump within 10 days using a pre-paid return label and box. A replacement pump was supplied, but the customer declined to reveal backup therapy details.